Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection after the insertion of implant, skin graft necrosis, skin necrosis at the apex.

Event description:
Medical staff reported infection after the insertion of implant. Skin graft necrosis. Skin necrosis at the apex against unknown side device. Device status is unknown.